Event description:
An aneurx stent graft delivery system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported. Vessel morphology was reported as small in diameter iliac arteries and calcified. It was reported that the physician was unable to advance the stent graft delivery system to the intended landing zone due to small arteries and calcification. It was reported upon removal of the undeployed stent graft delivery system a small dissection was detected. The physician elected to treat the patient with another manufacturer's stent graft system. No additional clinical sequelae were reported and the patient is fine.